Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced a tubing detached event on (B)(6) 2024. Tubing was detached from hub. Infusion set was used for 2 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.